Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of lo (less than 10mg/dl) back to back with a result of 82 mg/dl on the compact plus system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.